Manufacturer narrative:
The thermogard xp ivtm console (sn: (B)(4)) was evaluated at the customer site. The reported complaint of "the display head of the thermogard xp system did not display the patient's temperature" was not confirmed during the functional testing. There was no device malfunction on the ivtm thermogard system, and the console functioned as intended. During visual inspection, there was no physical damage observed on the ivtm thermogard console. However, it was noted that the coldwell cap was missing, unrelated to the reported complaint. The cause for the observed issue could be due to normal wear and tear and/or could be due to user mishandling. The thermogard xp ivtm system is a reusable device and was manufactured in may 2012, and it is 8 years old, exceeded its expected service life of 5 years. The coldwell cap assembly was replaced to remedy the issue. The event log review showed no significant discrepancies. The ivtm thermogard console passed the initial functional testing with no issues; therefore, the reported complaint was not confirmed. During further investigation, the temperature input t1 and t2 were inspected, and no issues were found. Following service, the ivtm system passed all testing criteria.

Event description:
As reported, the display head of the thermogard xp system (sn: (B)(4)) did not display the patient's temperature. The patient temperature cable was replaced; however, the issue was not resolved. No further information was provided. Patient's status information was requested, but the customer did not provide a response; therefore, patient's status is unknown.